Event description:
A bit of tampon came out of me, my period had finished 5 days before [foreign body in reproductive tract] temperature [body temperature increased] flu like symptoms [influenza like illness] pain-pelvis [pelvic pain] discharge- vagina [vaginal discharge] bloating [abdominal distension] having a period again when I shouldn't [menstrual disorder] a bit of tampon came out of me [device breakage] case narrative: consumer reported via email that a bit of the tampon came out days after her period finished. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
A bit of tampon came out of me, my period had finished 5 days before [foreign body in reproductive tract] . Temperature [body temperature increased] . Flu like symptoms [influenza like illness] . Pain-pelvis [pelvic pain] . Discharge- vagina [vaginal discharge] . Bloating [abdominal distension] . I'm now having periods every two weeks, having a period again when I shouldn't [polymenorrhoea] . A bit of tampon came out of me [device breakage] . Case narrative: consumer reported via email that a bit of the tampon came out days after her period finished. No serious injury was reported.